Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion test, prime/compromised force sensor system, excessive no delivery test, and occlusion test. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, and severely scratched display window noted.

Event description:
Customer reported via phone call that the insulin pump was on the recall list for scroll feature where the customer could give herself too much insulin. Customer's blood glucose was unknown. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.